Event description:
The suture was used on an unspecified abdominal procedure. Reportedly, the needle broke as surgeon was suturing skin to approximate abdomen on pt. The suture needle parts accounted for. The hosp has reported no pt injury.